Event description:
It was reported that following attempted implant of the right ventricular (rv) lead and device that patient could not be defibrillated with a 10j safety margin. Therefore the rv lead and device were removed and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant medical products: product ID: 6935, implantable tachy lead, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013. (B)(4).